Event description:
Senseonics was made aware of an incident where patient reported that to have visited hospital. Patient said the sensor was removed. However, no further information was provided to determine if the incident was related to sensor or transmitter.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. No investigation was possible for this complaint due to lack of information. The reason for sensor removal is unknown.